Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the head impactor found the threaded tip to be fractured. The fractured tip remains assembled with the impactor pad. Circular rings have been indented into the impactor head. Blue discoloration was observed on the handle grip. The handle and shaft also exhibit pits, scratching, and scuffing. The strike plate shows signs of repeated impact marks. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported even is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4*; g1; g3; g6; h1; h2; h6. *UDI typographic error correction. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the impactor was broken during impaction.attempts have been made and additional information on the reported event is unavailable at this time.